Event description:
It was reported that an exactamix 2000 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bag was leaking from a pin hole in the lower side. The leak was observed while filling prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h4: the lot was manufactured between january 9, 2024 ¿ january 11, 2024. H11: the device was received for evaluation. A visual inspection was performed, and a small puncture hole or cut approximately 4mm in length on the lower left side edge of the bag was observed. Functional testing using tap water was performed, and a leak was observed on the lower left edge of bag. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.